Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support. It was reported the lesion was moderately calcified, which may have contributed to the resistance. It is likely that as resistance was encountered, the stent interacted with the calcified lesion, resulting in the stent moving on the balloon. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database revealed no similar incidents reported for difficult to remove or loose stent for this lot. There is no indication of a lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure.

Event description:
It was reported that while advancing the promus rx stent delivery system (sds) through the proximal left anterior descending artery, the physician experienced resistance with the vessel. Vessel and lesion site was characterized as being moderately tortuous and calcified, eccentric, de novo and 90% stenosed. Upon withdrawal, the physician noted that the stent moved proximally on the balloon. A new promus sds was used to deploy at the lesion. There were no adverse patient effects reported. No additional information was provided.